Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump shut off during the night. The customer connected the pump to a power source however, the pump remained off. During troubleshooting with tandem technical support the customer was instructed to try and charge the pump using a different usb cable and wall adapter. The pump was able to be turned on successfully. It was determined the battery had depleted and the pump shut down due to insufficient power. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.